Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the quick coupling device and it was determined that the device was blocked, it did not rotate. Also, the cannulation check failed. It was determined that it was possible to clamp k-wires of specified sizes, however a dedicated gauge could not be guided through the cannulation. It was noted that rotational checks could not be performed. It was determined that the device was jamming due to a deformed drive shaft, the tube ending showed deformation and was broken. During dismantling, it was observed that a bearing was damaged. It was further determined that the device failed pretest for check the cannulation and check the free movement. The assignable root cause of these conditions was determined to be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation it was determined that the quick coupling k-wire attachment device was blocked, it did not rotate. It was noted in the service order that during an unspecified surgical procedure it was observed that the quick coupling device did not function. It was reported that the force of the power tool was not transmitted to the k-wire chuck and did not operate. It was reported that a spare device was used to complete the procedure successfully without delay. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.